Event description:
Facility chief equipment tech reported the pt was receiving hemodialysis on the baxter 1550 device. After 3 1/2 hours of the 4 hr treatment, the fresenius f-70nr dialyzer clotted off. Pt treatment was discontinued and no pt injury or no medical intervention was necessary as a result of this event. Tech reported there were high arterial pressure alarms during treatment. Among other causative aspects, the baxter 1550 manual instructs the healthcare professional to check the dialyzer for clotting when there is an arterial pressure alarm. Pt did not exhibit any adverse signs or symptoms during or following this event.